Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 158 mg/dl. The drive support cap is flush. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime alarm test due to loose drive support disk.